Event description:
It was reported that (1) device was used during a hernia repair. It was reported by the affiliate that the ems would not staple (seems jammed). Another device was used to complete the case. There was no consequence to the pt.